Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 75% stenosed, de novo lesion. A 3.25x8mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion and inflated once to 12 atmospheres (atm) but ruptured. The balloon was simply removed, and the procedure was successfully completed with a non-abbott device. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.